Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was experiencing lag. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the machine was experiencing lag. A technical support specialist (tss) reviewed the reported device slowness and monitored system performance, noting minor lag occurrences associated with temporary processing spikes and brief communication delays with the server that resolved automatically. The tss performed system maintenance by applying updates and clearing unnecessary files from the drives. The tss later confirmed with the customer that no further slowness issues were observed over the following week. The system functioned as intended after the technical support specialist troubleshot the device.